Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges infusion sets are not sticking. Caller reported the cannulas are falling out. Caller alleges a defect in the adhesive. No adverse event reported. Requested return of the alleged device for evaluation.